Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported fluctuating sound, dropouts, and sporadic artifacts when using the device. The user reported falling against a door frame about three to four months ago and shortly after intermittent hearing performance was observed. A follow-up appointment is scheduled for (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the limited information received from the field, a minor damage to the active electrode caused by the reported trauma seems likely. To determine an exact root cause, a device investigation on the explanted device would be necessary. However no further information has been received.

Event description:
The user reported fluctuating sound, dropouts, and sporadic artifacts when using the device. The user reported falling against a door frame about three to four months ago and shortly after intermittent hearing performance was observed. A follow-up appointment was scheduled for (B)(6)2021. However, despite requested no further information was received.

Event description:
The user reported fluctuating sound, dropouts, and sporadic artifacts when using the device. The user reported falling against a door frame about three to four months ago and shortly after intermittent hearing performance was observed. According to the clinic a potential medical reason for the decrease in hearing is possible. Reportedly at the moment speech understanding in quiet environment and when the user is concentrated is okay. The user will be monitored.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced fluctuating hearing performance likely due to health issues namely psychological issues and stress. Further, in situ measurements show an increase in the ground path impedance, which is likely due to bone growth around the reference electrode and might has contributed to the decrease in hearing performance. In addition minor damage to the active electrode seems likely. To determine an exact root cause, a device investigation on the explanted device would be necessary. The recipient will be monitored by the clinic.